Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced scarring and pain at the abutment site. Subsequently, the patient was treated with medication (type and date not reported). It was also reported the skin issue is persistent.

Manufacturer narrative:
It was reported that the patient underwent cauterization of granulomas in the affected area at abutment site (date not reported). This report is submitted on 21 november 2019.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthesia to undergo skin revision surgery and an abutment change. The infection was treated with topical antibiotics. This report is submitted on 6 april 2020.